Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. With the limited information provided, the cause of the worsening pvl and the reported symptoms 1 year post implant, could not be determined. Investigation results suggest possible cardiac remodeling may have contributed to the worsening pvl observed post valve deployment, in addition to the worsening pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, approximately 1 year post implant of a sapien 3 valve, the patient presented with symptoms and possible worsening paravalvular leak (pvl). Possible intervention is being considered. A 26mm sapien 3 was implanted in the native, fused bicuspid aorta. Post valve implant, 'some' pvl was noted. No actions were taken, and the patient was discharged in stable condition. Approximately 1-year post implant, the patient presented with symptoms of shortness of breath (sob), swelling and hypertensive crisis. Diuresis and blood pressure management were initiated. The patient reported feeling 'much better'. A tee was also performed and indicated the pvl may be worsening. The pvl was determined to be moderate. The current plan is to continue blood pressure management and decrease the afterload. The patient will be monitored to determine if the symptoms resolve. If the afterload reduction does not resolve the symptoms, other intervention such as plugs, valve in valve, or re-dilation of the valve will be considered. At the time of the report, the patient was in stable condition. The valve remains implanted in the patient.